Manufacturer narrative:
(B) (4). Follow-up report will be filed if add'l info becomes available.

Event description:
It was reported that the spring wire guide (swg) was inserted into the syringe approximately 15 to 20cm and the swg unraveled. As a result, the doctor removed the swg in its entirety and a new kit was opened and the insertion was completed. There were no reported pt complications as a result of this occurrence. Additional info received from distribution on 12/18/2009 states the swg was inserted approximately 15 to 20cm and unraveled upon removal.